Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was distorted. It was noted that the there was blood/body fluid on the distal conductor (not obstructed), the distal conductor was fractured due to overstress. The analyst commented that the distal conductor had been over-retracted and fractured in the connector. Corrected data - adverse event flag, explant date, mfg. Date.

Event description:
It was reported the lead was difficulty to implant mainly due to a faulty helix. However, the physician was able to place the lead with the helix fully extended, but subsequently, very low r-wave was observed. Consequently, the physician intentionally dislodged the lead and manage to retract the helix. However, during repositioning of the lead, the helix would not extend after 20 turns. Therefore, the physician decided to explant and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.